Event description:
The nurse of a (B)(6) patient called zoll customer support to report that the patient's electrode belt would not connect to his monitor. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (won't connect to monitor) has been confirmed. Upon investigation the trunk cable connector pins were bent, preventing the electrode belt from connecting to a monitor. The root cause for the bent pins could not be positively identified, but the damage likely resulted from excessive force while connecting the electrode belt to a monitor. No adverse event resulted from the bent pins. The patient received a replacement electrode belt.